Event description:
It was reported that patient presented for an office visit. Per the physician's notes, impression: status post laminectomy at l4-5/l5-s1 and plif l5-s1. Left l4-5 lumbar disc herniation with left lumbar radiculopathy. The patient presented with adjacent level disc degeneration l4-5, and underwent a plif at l4-5, re-exploration of l5-s1, and revision fusion l5-s1 using rhbmp-2/acs and hardware. Reportedly, post-op the patient developed radiculopathy and pain/swelling at the implant site.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.